Event description:
One patient sample with discrepant ck-mb results. Initial result was 26.49 ng/ml. Sample was repeated and gave values of 4.17, 4.07, 4.25, and 4.14 ng/ml. Sample was also repeated on different instrument using same method and gave result of 4.50 ng/ml. Initial result was not reported. Initial result was not used to guide patient therapy. The field service representative was unable to determine a cause for the discrepancy.